Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a recent implant, the patient presented in clinic with redness, pain and swelling at the insertion site of the implantable cardiac monitor. Initial examination noted a scab, minimal oozing over the site but there was no suspicion of infection or erosion by the clinician. The patient was sent home with medication and instructions for surgical wound care and told to return to clinic for re-assessment. On (B)(6) 2021 the patient called the clinic to once again report redness pain and swelling. The patient stated they squeezed the site and a yellowish discharge was observed. The wound was examined by an electrophysiologist on call who noted the site as reddened but not open, no fever or warmth, cleansed the wound, provided antibiotics with instructions to return. The patient returned two days later on (B)(6) 2021 the wound had reddened around the edge of incision with edges open slightly, yellowish discharge. The wound was cleansed again. The physician believed the site looked better. The patient was given antibiotics and told to keep the area covered with re-assessments at a future date.